Event description:
It was reported that pump became hot to the touch despite being in room temperature conditions. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.